Event description:
Right side pain radiating towards both knees, back and leg pain severe, severe bleeding and cramps during menstrual cycle, unable to move, constant pain everyday, weight gain, no able to walk or exercise.